Event description:
Pt with non-hodgkins lymphoma. Chemo started 1 month ago with good results. Pt had copd (chronic obstructive pulmonary disease), a-fib, chf (congestive heart failure). Pulse oximeter alarmed, staff went to pt's room. Pt's spo2 was in low 70's. Shortly after this, bipap stopped working and emitted a constant high pitched alarm. Pt begin to desat further. Pt subsequently intubated & transferred to ICU. Resp therapist indicated when she arrived in the pt's room after the rn, the bipap had red 'vent inop' message on it, was constantly alarming and the back of the unit was very hot.

Event description:
Pt with non-hodgkins lymphoma. Chemo started 1 month ago with good results. Pt had copd (chronic obstructive pulmonary disease), a-fib, chf (congestive heart failure). Pulse oximeter alarmed, staff went to pt's room. Pt's spo2 was in low 70's. Shortly after this, bipap stopped working and emitted a constant high pitched alarm. Pt begin to desat further. Pt subsequently intubated & transferred to ICU. Resp therapist indicated when she arrived in the pt's room after the rn, the bipap had red 'vent inop' message on it, was constantly alarming and the back of the unit was very hot.